Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient expired. Device interrogation revealed an arrhythmia that fell below the detect ventricular tachycardia zone. There is no allegation or confirmation the device contributed to the patient death. The physician found the device to have been acting appropriately as programmed. The device was explanted.

Manufacturer narrative:
PMA number and UDI is added.

Event description:
The device was identified as part of the premature battery depletion advisory however, no allegation of premature battery depletion was made.